Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue. The fse performed hard cycle on the patient side cart and the error did not occur on startup. Fse noticed physical scrapes on distal set up joint (suj) and replaced suj. The universal surgical manipulator (usm) was also replaced. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The distal suj has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via the system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it passed but had log errors 1173 along with primary encoder frequency and latency errors 23154 and 23155. The unit was then installed on a patient side cart fixture test platform where it failed searchlight lissajous tests thus replicating the reported event. A golden searchlight was installed, aba tested and verified it to be the source of the fault. As a result of these findings, fa concluded that the searchlight sensor printed circuit assembly was the probable root cause of the reported problem.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 4 continued to fault with error 23008 at startup, consistent with a previously reported issue. The tse confirmed the error, identified it as pointing to the distal setup joint, and had the user perform multiple hard power cycles, after which the error persisted. The user disabled arm 4 and proceeded with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported.